Event description:
Left breast implant (ruptured) removed from patient. Measuring 11.5 cm by 2.0 cm in height. No tissue is present. No sections are embedded. Received in formalin in two tissue fragments that are dull to glistening and soft. They are gray to reddish-gray and focally hemorrhagic. Pathology diagnosis - fibrous capsule with foreign body reaction tosilicone gelinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: other. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.